Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, the surgeon inserted the trident 10 x 3 insert into the triad cup. However, the insert was not locked properly. Therefore, he implanted a spare insert instead of it."